Manufacturer narrative:
For the four reported complaints, one device is pending return and the other three devices were not returned to bd. The company is still investigating the issue at this time. The device is labeled for single use. (Lot number: gfcy2788).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model cre14s. Recanaliation catheter allegedly separated from the catheter with the core wire still holding the tip intact. These reports were received from various sources. All four events had no reported patient injury. One patient is (B)(6)years old and three patients were male; however, all other patient age, weight, gender was not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. These reports were received from various sources. All four events had no reported patient injury. One patient is 82 years old and three patients were male; however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
H10: for the four reported complaints, four lot numbers for the device were provided, a manufacturing review was performed. Of the four reported complaints, one device has been returned for evaluation and the other three devices were not returned to bd. The returned device confirmed for material separation and the other three devices, the investigation is inconclusive as the devices were not returned. A root cause has not been determined. The devices are labeled for single use. H10: d4 (lot number: gfcy2788); g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the four reported complaints, two devices have been returned for evaluation and the other two devices were not returned to bd. The company is still investigating the issue at this time. The device is labeled for single use. (Lot number: gfcy2788).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model cre14s. Recanalization catheter allegedly separated from the catheter with the core wire still holding the tip intact. These reports were received from various sources. All four events had no reported patient injury. One patient is 82 years old and three patients were male; however, all other patient age, weight, gender was not provided.